Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they experienced high blood glucose level. The customer¿s blood glucose level was 548 mg/dl. Customer was using insulin pump system within 48 hours of high blood glucose levels. The customer treated high blood glucose levels with bolus. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will be returned for analysis.